Manufacturer narrative:
Reported event: an event regarding disassociation & wear involving an unknown accoalde stem was reported. The event for disassociation was confirmed through medical review. Wear was also confirmed as the loss of taper lock resulting in disassociation is caused by wear of the trunnion. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment "I can confirm that the patient underwent a left total hip arthroplasty and sustained a head neck disassociation since I was able to review x-rays showing the clinical situation. I cannot confirm that the patient had a revision because I have no documentation for this. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of head neck disassociation are multifactorial, including surgical factors, such as the technique in inserting the femoral head onto the trunnion, paying attention to cleaning and drying of those components before impacting. Patient factors also must be considered, including lifestyle, activity level, and bmi, as well as implant factors." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported 'revised accolade 1 with a 40 head to a competitive stem and a new stryker liner. No further information will be available." Left hip. Spoke to rep. Rep confirmed that the head dissociated from the stem, and that there was trunnion wear.' A review of the provided medical records by a clinical consultant indicated: I can confirm that the patient underwent a left total hip arthroplasty and sustained a head neck disassociation since I was able to review x-rays showing the clinical situation. I cannot confirm that the patient had a revision because I have no documentation for this. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of head neck disassociation are multifactorial, including surgical factors, such as the technique in inserting the femoral head onto the trunnion, paying attention to cleaning and drying of those components before impacting. Patient factors also must be considered, including lifestyle, activity level, and bmi, as well as implant factors." The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported by rep: "no rep present so limited information. Revised accolade 1 with a 40 head to a competitive stem and a new stryker liner. No further information will be available." Left hip. Spoke to rep. Rep confirmed that the head dissociated from the stem, and that there was trunnion wear.